Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: 500ml. Flow rate: 5ml/hr. Procedure: orif ankle ((B)(6) 2015). Cathplace: thigh. It was reported that a bolus device was not working. The bolus button device did not work and the bolus device did not refill during use at home. The patient was able to push the bolus button; however, it would not pop back up. The pump was removed on (B)(6) 2015 at 9:00pm. Additional information was received on 08/03/2015. The pump was working as intended while the patient was in the hospital. The patient further described the incident as, the bolus device refill indicator would "turn all orange" when using the device in the hospital. The patient was discharged home from the hospital on (B)(6) 2015. The patient reported that when using the device at home, the patient only saw "one orange line". The device is available for return. Additional information was received on 08/04/2015. The nurse reported that the pump was working well during the patient's hospital stay. No patient injury occurred.

Manufacturer narrative:
Method: the device was returned for evaluation: visual observation, infusion verification and bolus volume accuracy testing were completed on the returned device. The lot number was determined as part of the sample evaluation; therefore a device history record (DHR) review was completed. Results: the sample was received empty and the indicator was located at the bottom. The pump was refilled with saline and flow testing was performed. Infusion was immediately observed once the non-halyard adapter attached at the distal luer was removed. Infusion was verified on all the select-a-flow flow rates. The indicator was refilled and the button was depressed, bolus button functioned properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. There were no issue with the functionality of the bolus observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed, the bolus was detached from the pump and the tubing was bonded back together. The bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.1975g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5g, all results are within specifications. Review of the DHR identified no issues observed during the manufacturing process which would have contributed to the incident observed. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: during the sample evaluation and the DHR review, no defects were found. The investigation summary concludes that the bolus button functioned as intended and observed no issues. During the pca safety bolus test and the bolus volume testing, results met specifications using the average bladder pressure. There were no kinks observed in the tubing or the pump. Based on the results of this investigation, the device functioned as intended and was within specification. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.